Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed reported condition of failure (B)(4). The root cause was determined to be corrosion on the rear harness and isocom printed circuit board. No repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The baxter service technician reported a colleague infusion pump which experienced failure (B)(4) during device evaluation. The reported condition interrupted delivery. The was no patient involvement. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information was available.